Manufacturer narrative:
On (B)(4) 2024 patient reported through multiple channels that they had developed pneumonia from the use of our CPAP device. An investigative call was placed by nathan waste on (B)(6) 2024 to gather additonal information from the patient on the use of the device and the details pertaining to their pneumonia. The patient reported using the device on a recent trip (dates were not disclosed) and that the device dried out their sinuses. The patient eventually developed pneumonia which they reported was due to the dried-out sinuses. The patient reported seeing a doctor and being prescribed antibiotics. Patient's complaint was that they were not informed about the potential for the CPAP device to cause sinus dryness. Adverse effects of CPAP usage are listed in the user guide (IFU 104143 rev f) that was included with the CPAP (on page 4 and 5). The following listed adverse effects related to this complaint are as follows: - irritation/dryness of the mouth, nose, or throat. - ear or sinus discomfort. As this is a known adverse effect, there is an optional accessory (heat moisture exchanger) that the patient did not use which provides waterless humidification to assist with these types of symptoms. On (B)(6) 2024 as part of our investigation we reached out to the patient to follow up on their well being, and to request that the CPAP be returned for evaluation. As of 10/24/24, the patient has not responded.

Event description:
Patient reported that the CPAP unit dried out their sinuses resulting in an infection that lead to pneumonia. Patient reported they visited a doctor and that they were prescribed antibiotics for pneumonia. The patient did not report using the optional heat and moisture exchanger (waterless humidifcation) that is available for the device.